Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump got damaged. The customer's blood glucose was 71 mg/dl. The customer stated that the drive support cap was normal. Advised customer to perform a self-test. Results of the self-test was failed. Customer was able to perform the displacement test. Results of the displacement test was failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Unable to perform any tests due to complete damaged to the lcd glass. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.